Event description:
The customer called technical support (ts) reporting that the device's fan is not working. The alarms, despite being turned on, do not go off. It only triggers the alarm when it disconnects from the o2 source. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse scheduled a field service engineer for onsite repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name, address & reporting address postal: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was also observed that the front plastic cover was damaged, so the power switch overlay will be replaced to address that. The fse replaced the filter to resolve the reported issue. The device passed required performance verification tests per philips standards.